Event description:
The customer contact reported a leak. The plumset was being used to deliver 250 ml normal saline, at an unspecified rate, via a plum a+ pump. At an unspecified time, the non-vented locking cap on the port of the cassette of the plumset was removed and the male adapter of an unspecified secondary tubing set was connected to the secondary port of the plumset to deliver an unspecified concentration of gemzar. After the delivery of gemzar was completed, the line was flushed with normal saline. No specific details were provided. After an unspecified length of time, the secondary tubing set was disconnected from the secondary port and the secure lock male adapter of a blood secondary set was connected to the secondary port to deliver 2 units of packed red blood cells (prbcs). The customer contact reported that two hours after the plumset was in use, approximately 20-50 ml of blood product leaked from the bottom of the cassette of the plumset onto the floor. The plumset was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device in use was unknown. One sealed plumset from lot number 370435h and one sealed secondary tubing set from list number 14230 from lot number 360664w were received and evaluated. The devices passed testing. No leak of solution was noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.